Manufacturer narrative:
The reported complaint was confirmed. Per the service repair technician (srt), after replacement of the stepper motor the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the service repair technician (srt), the stepper motor was the cause of the problem. The part was replaced and the issue was resolved.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the low pressure alarm would not clear. There was no patient involvement.